Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction/death).

Manufacturer narrative:
(B)(4).

Event description:
Death certificate provided lists cause of death as peritonitis, acute intestinal obstruction and sigmoid colon cancer.

Event description:
Pt received one endeavor sprint rx stents in the 3rd diagonal branch and one endeavor sprint rx in the right posterior descending artery during index procedure. On the same day, the pt suffers a myocardial infarction (mi). The investigator indicated that the reported mi was not related to the study device. However, it was reported that, approx 6 weeks later, the pt was hospitalized with abdominal pain and examinations revealed abdominal tumor. It was reported that the pt died due to sepsis when recovering from anesthesia. (Ref MFR # 9612164-2011-00951 & 9612164-2011-00952).